Event description:
It was reported that during a scheduled follow-up, the left ventricular lead exhibited unacceptable threshold. A fluoroscopy showed that the lead had dislodged. The lead was still in the target vein and remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated that the patient experienced phrenic nerve stimulation; the lead exhibited loss of capture. The lead was explanted and replaced on (B)(6)2014.